Manufacturer narrative:
Implicated product is port with pre-attached open-ended 6.6 fr. Catheter in peel-apart introducer system. Product received for eval is small port with pre-attached catheter. Complete assembly measures 6.35 inches long. Catheter tubing as been dissected open at multiple points along its length resulting in shredded appearance. Viewing port from above with stem pointing toward examiner, multi-filament sutures are knotted at 1 o'clock and 7 o'clock positions. Blood and/or medicinal residue lines floor of reservoir and indeterminate number of needle puncture sites are visible in septum. Lot history review reveals no mfg issues and no similar complaints for this lot. Patecny of port is demonstrated by flushing and aspirating water with 12cc syringe. Reservoir is accessed using 20 ga. Non-coring needle. Leak testing is accomplished by occluding orifice in strain relief with finger pressure and hydraulically pressurizing septum to sustanined pressures greater than 25 psi. No leaks are noted in septum. Shredded condition of catheter tubing prevents patency and leak testing. Under 5x magnification needed puncture sites in septum appear to be result of non-coring needles. Microscopic examination of reservoir shows a build-up of red and gray blood and/or medicianl residue. Approximately one-half of reservoir floor is covered by this residue with greatest accumulation occurring at top of chamber (viewing port from above with stem pointing toward examiner). Reservoir floor is clearly visible, however, in immediate vicinity of inner orifice of port stem. Dissection of tubing begins immediately at distal termination of strain relief. There are three individual slits through tubing, all followoing longitudianl plane. Each slit start approximately at tubing diameter's mid-point and gradually angles toward outer diameter and ultimately cutting through outer diameter. New slit begins approx 1-3mm distal to previous cut. Walls of each slit are glossy & striated suggesting sharp bladed instrument had been used. No area of burst damage is noted throughout damage in tubing. This dissection may have been performed by user in attempt to identify source of any complication associated with device. Complaint of subcutaneous leakage is inconclusive. Condition of catheter prevents definitive conclusion on cause of any alleged leakage. As documented in complaint file, device functioned ad designed for nearly two yrs when occlusion occurred. Occlusion was resolved using urokinase, however, nursing staff were not comfortable with port access, "...it felt boggy." Intial x-rays were within normal limits. However, subsequent dye study showed extravasation around port. Device leakage may result from number of causes incuding improper access technique and fibrin sheaths. Longevity of this device suggests MFR defect is not probable. Phone log contained in complaint file documents medications were "injected" into port with unknown syringe size.

Event description:
The port was placed 8/4/95. Since 5/97, there have been problems accessing the port during 1x/month infusion of vincristine. Urokinase was used and the prot then worked. On 8/8/97, when the port was accessed, the nurse said it felt "boggy." A dye study was done, which showed subcutaneous leakage around the port.